Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and manufacturer's representative via mpxr (mobile product experience report) and email regarding a (B)(6) female patient receiving 30mg/ml morphine (unknown) at 1.441mg/day and 500mcg/ml fentanyl at 24.02mcg/day via an implanted infusion pump. The indication for use was noted as spinal pain. The patient reported the pump was flipped in the pocket. On (B)(6) 2015 a procedure was performed to re-suture the pump into the pocket. Upon opening the pocket to access the pump for the revision, it was determined that the catheter was disconnected from the connector. A new connector piece was used to connect to the existing catheter, and this action resolved the issue. The pump was sutured down securely in the pocket with non-absorbable sutures. The hcp instructed to lower the daily dose to minimum continuous rate of 1.44mg/day morphine and 24mcg/day fentanyl (previous settings were 6.3mg/day morphine and 105mcg/day of fentanyl). Patient medical history and outcome after the procedure was unknown. The patient didn't experience any adverse issues; they were getting sufficient pain relief, but the patient was having discomfort from the pump flipping in the pocket. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.